Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge dropped from 75% to 15% while charging. The customer reported after charging the pump for 15 minutes the battery increased to 100%. The customer's blood glucose was 210 mg/dl.